Event description:
Boston scientific received information that one month post implant, during a right ventricular lead procedure, it was determined this atrial lead was also dislodged. This lead's helix had not embedded into the cardiac tissue. A decision was made to replace this lead. This lead was removed and replaced. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.